Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the lead was disposed of by the facility. The rep noted the impedances weren¿t the main issue, it was the fact the configuration was reversed. The hcp was going to be assessing the patient soon and would correct anything they deemed necessary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot#: va27v4y, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) was notified that the patient has an infected lead. They have a bilateral system and the right lead will be removed while the healthcare provider tries to save the left side. Additional information was received stating that they were planning on removing one lead and extension from one side of the brain. The infection was at the burr hole location on the right lead side. They cut the extension and did not cap extension as they only wanted to make 1 incision. They ran impedances again but saw normal impedances on right side and impedances on left side were a mix of high, low, and normal impedances. They were confused as they were expecting to see all open circuits. After visiting the patient post-op, they had a visible tremor on the left side body, confirming that the correct lead was removed. They had no visible tremor on the right side of their body, confirming that the left lead was still in tact and stimulating as it should. They did not change configuration not did they change the stimulation on either side.